Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66-year-old male with underlying cardiomyopathy received an impella 5.5 device as a bridge-to-transplant therapy. On postoperative day two, the patient developed transient, stroke-like neurological symptoms, prompting and two days after diagnostic evaluation with cranial CT and eeg. Both examinations showed no evidence of acute cerebral injury. The case is being reported conservatively, as a device-related contribution to the temporary neurological symptoms cannot be definitively ruled out.

Manufacturer narrative:
B2 (is required intervention) has been ticked. D1 (brand name) has been updated. Ppae(ischemia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional event information received in b5.

Event description:
No interventions were done. Pump is not available for return. This was not contributed to the impella device.